Manufacturer narrative:
Follow-up #2 - additional information: results updated.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the up, down, and ok keypad buttons were under-responsive. It was reported there was evidence of moisture behind the display screen lens. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 09/02/2014 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed the ok, up, and down keypad buttons were unresponsive. There was no evidence of keypad contamination found under the key contacts. Moisture was observed on the pump¿s internal components. Moisture was observed on the keypad connector. Leak testing revealed a display lens leak.